Event description:
The facility states that intraocular lens model aa4204vf was damaged by the lens delivery system prior to implant. The model of injector and cartridge as well as the lot numbers for these items and cartridge as well as the lot numbers for these items are unk. There was no patient injury.

Manufacturer narrative:
Product evaluation results: - other- visual inspection of the lens showed tears through the optic and a piece of the optic is torn off and is missing.